Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Ring cover and two side bail covers are broken. Battery contacts are compressed. Serial number label is scratched.

Event description:
It was reported the atrial jack is damaged. The device was returned for repair. No patient involvement was reported.